Event description:
The tip broke off while attempting to pass through the labrum. The surgeon thought that the piece was buried in soft tissue. Surgeon did not attempt to locate or remove the tip. This device is used for treatment.

Manufacturer narrative:
Device evaluation confirmed the tip broke off. This condition may occur as a result of twisting and/or bending the tip during use. This device is only intended to penetrate tissue for suture retrieval. The tip of the device will be strengthened to reduce the risk of breakage as a result of misuse.